Event description:
Healthcare professional reported a right-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation observed crease smooth opening on posterior assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted and replaced.